Event description:
Us complainant reported the automated impella controller (aic) had an out of box failure. It was reported that there was a substantial amount of screen interference. The aic was sent back for investigation and repair. No patient involvement.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.